Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider was calling for MRI compatibility guidelines. The healthcare provider stated she was told that the pump was ¿not working¿ and was inquiring if the pump would still need to be checked post-MRI. The healthcare provider had no further information on what was meant by the pump ¿not working¿.